Event description:
Device evaluation of electrode belt has been completed. Upon investigation of the electrode belt a reportable malfunction was found. The electrode belt failed a therapy electrode recognition test.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation of the electrode belt a reportable malfunction was found. The electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.